Event description:
The customer reported "when staff were attempting to administer a vaccine, it was noted that the vaccine was leaking around the twist part where the needle connected to the syringe. Another staff member looked at the setup and determine it was appropriate."

Manufacturer narrative:
So far, no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. A device history record review was completed for the lot numbers, no defects or imperfections were observed. Complaints received for this device and reported condition will continue to be tracked and trended.